Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. The customer's blood glucose value at the time of incident was 2.9 mmol/l. The customer was treated with food for low blood glucose. Customer's current blood glucose value was 7.4 mmol/l. The customer did not experience any symptoms related to low blood glucose. Customer was using the insulin pump system within 48 hours of the reported low blood glucose event. Customer was not using the auto mode feature at the time of incident. The insulin pump will not be returned for analysis.